Event description:
Information was received that a smiths medical ventilator has an on/off button that works intermittently.

Manufacturer narrative:
One pneupac ventilator was returned for analysis in good condition. Upon visual examination the device was missing the battery and battery holder cover. The device was powered on after few attempts; confirming complaint. Packing wedges were found to be shifted and switch cam was out of position which indicated that the device had been dropped. The cam was observed to intermittently be activating the on/off micro switch when the knob was turned. Based on the evidence the complaint was confirmed. However, the root cause is unknown.